Event description:
It was reported by the customer that the device's "ac loss alert" warning was on even when the device was connected to ac power. The reported problem is indicative of a device that will not operate on ac power. The ac mains light was still illuminated on the device front panel. There was no report of pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.